Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system had an issue where the user was unable to issue medication. A technical support specialist (tss) guided the client to log out completely. Once the customer signed back in, the item had timed out on the rx request. The customer re-requested the item, and after a few minutes it was approved. The customer was then able to issue the medication, and the tss confirmed that the drawers opened as expected. The tss stated that the issue was related to product incident (pi) 55845. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open, and the user was unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.